Event description:
On (B)(6), 2011, an outpatient was placed on a baxter IV pump which was programmed to infuse remicade 300mg over 2 hours. The pump alarm sounded approx 1 hour later, and when the nurse checked the pump, IV remicade had infused in 1 hour. This was reported to the cmh biomed technician, and the pump history was checked. The IV rate had been set correctly to infuse over 2 hours, and pump malfunctioned to infuse remicade at twice the set rate. No adverse effects to pt. IV pump was removed from service by biomed. Event not abated after use stopped or dose reduced.